Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. The potential root cause for this failure could be for this failure mode could be user related (example: contact with sharp object/ exposure to petrolatum based products mechanical failure/operator error). The device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and states the following: "do not use the product of have latex allergy scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that on (B)(6), the patient underwent transurethral laser resection of the prostate under spinal anesthesia. The operation went smoothly. A high-risk urinary catheter was left intact during the operation and the patient returned to the ward safely. On the morning of (B)(6), the indwelling urinary catheter was removed according to the doctor's instructions. When the catheter was removed, it was found that nothing was being withdrawn when the liquid in the catheter balloon was removed. The fixed tape was removed, and the urinary catheter was gently pulled, and it automatically prolapsed. The front end of the urinary catheter was immediately checked and found. The fixed balloon site was damaged, so the doctor ordered the urinary catheter to be removed and no reprocessing was performed. Continued to observe the situation of spontaneous urination and whether the quantity and color of the urine have changed. After observation, the patient's condition was no different, and they were recovering well. It did not cause adverse harm to the patient, but it increased the risk of doctor-patient conflict, and the balloon rupture was worried about adverse effects on the patient's postoperative urination, so the adverse reaction was reported.